Event description:
Rptr recently attended (6/1/98) a conference and heard a lecture given by a rep of gambro healthcare. The session was recorded on audio tape. After some straightforward introductory material she made some very disturbing observations about all model centry 3 hemodialysis machines. She demonstrated that the centry 3 trans-membrane pressure display is inaccurate by design. According to her presentation the c3 does not conform to the standard for machines displaying trans-membrane pressure. The standard requires machines that display trans-membrane pressure shall have an accuracy of +/-20 mmhg or +/-10%. She further stated that because of this design, the trans-membrane pressure display on the centry 3 was not usable for making any clinical determinations such as dialyzer clotting. She made add'l comments about other mfrs machines. She admitted ignorance about these machines but nevertheless using minimal or no info about them proceeded to lump them in with the c3 device as if to say they all do the same thing and this was a universal practice. The c3 ignores the standard for trans-membrane pressure. This needs to be addressed specifically in the c3 and perhaps in other mfrs machines.